Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic assisted partial nephrectomy on (B)(6) 2017 and the implantable suture clips were used. During the procedure, the clips would not close properly. The procedure was completed by using another like device. There were no patient consequences reported. No further information is available.